Event description:
It was further reported that a battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: two (2) controllers ((B)(6)) and one (1) battery ((B)(6)) were returned for evaluation. No performance allegation was made against the battery. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Internal inspection did not reveal any anomalies. Failure analysis of the returned device, (B)(6), revealed that the battery passed visual inspection. Internal inspection did not reveal any anomalies. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. This is an additional observation not related to the reported event. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported inability of the battery to be recognized by the controller and the observed inability of the battery to charge has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Failure analysis of (B)(6) revealed contamination within both power ports and pump connector. These are additional findings, not related to the reported event, likely due to handling of the device. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis pertaining to (B)(6) revealed that the controller was not in use during the reported event date. Log file analysis related to (B)(6) revealed one (1) controller fault alarm logged on 18/may/2023 at 05:10:17, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) d9: yes, return date: 12-jun-2023 h3: yes dev rtn to MFR? Yes d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2020 / serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 23-jun-2023 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-oct-2019 h5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both controller's exhibited a controller fault alarm due to the internal battery end of life. The controller's were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420/ catalog#: 1420 / expiration date: 31-nov-2019 / serial#: (B)(6). UDI#: (B)(4) d9: no h4: mfg date: 30-nov-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: patient img code(s) g02002 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.